Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported alarm - error codes / messages. Error 242.4030 and weak 7 segment. There was no patient involvement.

Manufacturer narrative:
Correction: annex g.

Event description:
The customer reported alarm - error codes / messages. Error 242.4030 and weak 7 segment. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 22jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported alarm - error codes / messages. Error 242.4030 and weak 7 segment. There was no patient involvement.

Event description:
The customer reported alarm error codes / messages. Error 242.4030 and weak 7 segment. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.